Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm (B)(6) 2024 after 3 or more hours after insertion. The blockage was located at the site. The insertion site was abdomen. No further information available.